Manufacturer narrative:
Additional information was received on (B)(4) 2011, in the form of qa results. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Fluid retention in the knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011, from a health care professional regarding a (B)(6) old female patient, initials (B)(6). The patient's medical history is significant for gonarthrosis and previous treatment with altz (date not provided). On (B)(6) 2011, the patient received the first synvisc injection into her knee. On (B)(6) 2011, the patient experienced fluid retention in her knee. The hcp reported that treatment with synvisc was permanently discontinued. The hcp reported that a large amount of fluid was aspired from the patient's knee by puncture ((B)(6) 2011). Additional treatment included one injection of dexamethasone sodium phosphate ((B)(6) 2011). Relevant concomitant medications reported include: loxoprofen sodium 60mg qdx3, ongoing treatment for gonarthrosis. The physician assessed the event as non-serious and probably related to synvisc. The product lot number was not reported. At the time of this report, the outcome of the patient was not yet recovered.